Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got this for urge frequency, which it helped for it. The patient had never been incontinent but last night, (B)(6) 2016, she went to bed at 11:30 and then woke up at 1:30 a.m. And went to the bathroom. Three hours later she had a dry cough and never felt anything. She then woke up an hour later to go to the bathroom and she was soaked with urine. She never felt it or woke up. Stimulation was felt in the correct area on program 1 at 1.0v and therapy was on. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. The stimulation was then increased to 1.4v on program 1. The patient had an appointment on friday ((B)(6) 2016). The patient later reported that nothing led to the urinary incontinent accident. It came on suddenly the 4th or 5th night. It never woke up the patient and she never realized she was urinating. The patient woke up with pajamas. It scared the patient because she had not been incontinent since she was (B)(6) years old. She thought this device was used to stop leaking urine. The patient did not leak and the device was placed to cure urgency, which it had. The patient wanted to talk to a manufacturing representative (rep) about sleeping all night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.